Event description:
The customer reported a connection issue when using the 12 lead. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The philips field service engineer spoke to the customer and confirmed the device could not acquire a 12 lead ECG. The customer isolated the issue to the trunk cable. The customer swapped the trunk cable with a spare trunk cable and resolved the issue. Based on the customer's report we will consider this a malfunction of the trunk cable where 12 lead could not be acquired.